Manufacturer narrative:
The excor blood pump, s/n (B)(4), was only used on the patient for some time until the pump was replaced immediately. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted clinical affairs to report that, immediately following a planned pump change, blood was visible "outside of the blood chamber" along the membrane layers of the new pump. A video of the pump was provided by the site and confirmed the presence of visible blood between the membrane layers. The recommendation was made to change the pump immediately due to the concern for a possible membrane defect. The pump will be returned by the site for further evaluation. The patient remained stable throughout the entire event and pump change.

Manufacturer narrative:
During the visual inspection of the returned blood pump, dark brown discolorations could be detected in the space between the membranes, indicating that blood had penetrated. The blood pump was tested for functional performance. The pump performance met the specification. However, pump performance was found to be lower than compared to performance at production release. For further evaluation, the blood pump was opened, and the membrane layers were examined individually. All three membrane layers showed leakage in the form of pinprick marks at the same position. The defects were located directly opposite the de-airing port and corresponded in appearance to the shape and size of the de-airing cannula's tip. Based on the entry and exit points in the de-airing port, the direction of the entry canal for priming could be reconstructed and coincided with the damaged location in the blood -side layer. Furthermore, the middle layer (tm2) and the airside layer (tm1) of the triple layer membrane show damage at the same location. The thickness of the membrane in all layers of the membrane was measured. The membrane thickness of all layers met the specification at all measuring points-including the area of leakage. The cause of the damage is most likely an accidental contact of the membranes with the de-airing needle when de-airing the blood pump during pump preparation.